Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Investigation of the case logs revealed that the user activated the surveillance marker before acquiring fluoroscopic images. This is the proper technique, as the software would be able to alert the user if there was a drb or surveillance marker movement. While screw was selected as the active implant, the software displayed a warning stating ""possible shift of the drb occurred...". After this warning is presented, it is recommend that the user performs an anatomical landmark check. A drb shift can lead to navigational integrity issues and the misplacement of screws. In this case, the screw was taken out and replaced successfully using egps, thus completing the case. The observed overall risk level is low which does not exceed the observed anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
During a case it was identified during an x-ray that a screw was missed at l3-r on a t10-pelvis. The merge appeared fine and the other screw were to plan. The misplaced screw was taken out and then put back in successfully using the robotic arm.